Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 2.9g over specification.

Event description:
Capsular contracture baker grade 4 left side.